Manufacturer narrative:
Product complaint #: (B)(4). Batch # p58h8t. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information received: the ats45 fired fine and the staple line looked good, but it did have to be pried apart. Also, there was a second gun, a powered 45. That gun was the second gun used and it locked out. The gun was discarded.

Event description:
It was reported that during an appendectomy the surgeon fired the ats45 and it stuck. She pushed the button but nothing happened. The surgical tech came over and pushed the button and it came open. A second device was pulled a psee45a and when the surgeon pressed the button the blade advanced and stuck. The button was pressed and the blade did not return. The battery was flipped and this did nothing. The manual override was tried and it still would not open. The device had to cut from the patient with a harmonic device. The procedure was completed with no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch number: p58h8t. Investigation summary: the analysis found the one psee45a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. A gst45w cartridge reload was received partially fired 1/10 and loaded in the device. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge.